Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she's having difficulty seeing the display on her insulin pump because of scratches on the screen as well as condensation under it. Her blood glucose value at the time of incident is unknown. Customer stated that the clothes she was wearing may have caused the damage. She was advised to discontinue use of the pump and revert to back-up plan per health care provider's instruction. The customer returned the insulin pump for analysis and received a replacement device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.